Event description:
Customer is reporting a bowel leak. Name and function of complainant: same as reporter. Issue started on: (B)(6) 2013. Issue noticed: during treatment. Treatment restarted: no. Kit type: xt125, kit lot number: a755. Customer stated the treatment was paused for about 30 mins during cycle 2 drawing phase while they administered altiplase to the pt's access to address pt access difficulty, including pt occlusion alarms. Customer stated the bowl started to make a humming sound and the centrifuge lid seemed to be vibrating, so she placed her hand on the centrifuge lid and it felt warm. Customer stated a leak alarm then occurred, so the treatment was aborted with no blood in the kit at the time returned to the pt. Customer stated the blood leak appeared to be from the area of the bowl seal, and the amount of blood which leaked was small enough that they could easily clean it. No field service will be dispatched. Product will not be returned for an investigation.

Manufacturer narrative:
Add'l MFR address: (B)(4). Batch record review: xts kit a755 lot file shows no non conformances and no issues or alarms during testing. Date of manufacture: 2012-09. Expiration date 01/09/2017 (EU dating format) this lot met all release requirements. A review of complaints rec'd for lot a755 was performed. Ther was only 1 other bowl leak complaint reported to date for this lot. The kit was not returned for investigation. The root cause for the bowl leak could not be identified based on the info reported by the customer. (B)(4).